Event description:
It was reported that the right ventricular lead dislodged. The lead was explanted and replaced. The patients condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found normal device characteristics.